Event description:
It was reported that the programmer displayed a fatal error and it was unable to be recovered. The programmer head was disconnected and the programmer was again attempted to be rebooted, without success. The programmer was returned for service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the programmer boots to an error. As a result the hard drive was reloaded and software was updated.